Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unknown reading issue with the abbott diabetes care (adc) device. The customer noted a difference in readings. It is unknown whether the customer noted a trend arrow on the device. Customer experienced loss of consciousness and seizures and received unspecified treatment from an third party administration. There was no report of death or permanent impairment associated with this event.